Manufacturer narrative:
(D10): concomitant device(s): 320-01-38 - equinoxe reverse 38mm glenosphere: (B)(6) 320-10-00 - equinoxe reverse tray adapter plate tray +0: (B)(6) 320-15-01 - eq rev glenoid plate: (B)(6) 320-15-05 - eq rev locking screw: (B)(6) 320-20-00 - eq reverse torque defining screw kit: (B)(6). 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm: (B)(6) 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm: (B)(6) 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm: (B)(6) 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm: (B)(6) 320-38-00 - equinoxe reverse 38mm humeral liner +0: (B)(6).

Event description:
Approximately 7 years, 2 months, 8 days post-operative of a right rtsa, it was reported via clinical study that the patient experienced aseptic humeral loosening (ancient humeral fracture). No actions were taken for this patient and it was further noted last x-ray received may 2024 - complete humeral loosening but patient is now too old for revision surgery. The outcome of this event is considered resolved and the clinical report indicates that this event is definitely not related to the device(s) and/or related to the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The event reported was likely the result of an insufficient bond between the humeral stem and the bone, which led to aseptic (non-infected) humeral loosening. This may have been related to the patient¿s bone fracture, which occurred prior to implantation of exactech components. The extent and root cause of the humeral loosening could not be determined as the devices have not been revised, and no images or radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.